Manufacturer narrative:
(B)(4). Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 21, 2016 that an ultraflex¿ esophageal stent was implanted to treat a stricture in the esophagus during an esophageal stenting procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician dilated to 11mm and passed the ultraflex¿ esophageal stent over the guidewire. The ultraflex¿ esophageal stent was successfully deployed. The patient presented with dysphagia 10 days post stent placement procedure. The patient was examined under flouroscopy and noted that the stent failed to expand. The patient remained in the hospital for observation for 72hours. After the observation period had ended the physician found that the stent still did not expand. The physician had to redilate the patient¿s esophagus and another stent was implanted. The patient's condition at the conclusion of the procedure was reported to be stable.